Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A commanded shock was performed in order to evaluate the lead. Further review of the patient history revealed that this issue has been a gradual rise for several years. It was determined that this was a lead issue. A lead revision for the future was recommended. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A commanded shock was performed in order to evaluate the lead. Further review of the patient history revealed that this issue has been a gradual rise for several years. It was determined that this was a lead issue. A lead revision for the future was recommended. No further adverse patient effects were reported.